Event description:
It was reported that during use of the badger drill bit, the tip came apart but did not detach. The procedure was completed without injury or surgical delay. In addition, it was reported that this was not the first time use of this limited reuse device.

Manufacturer narrative:
Investigation: to date the product has not been returned to conmed linvatec for evaluation. If product is received a follow-up report will be sent.